Event description:
It was reported that, "it is alleged that, the patient underwent a hip replacement surgery on (B)(6), 2008. It was further alleged that, "the patient was revised on (B)(6), 2008 due to repeated dislocations."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation.